Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being broken was confirmed. During evaluation, it was determined that the device woudl not lock the cutter device. It was determined that the pawls were damaged causing the cutter device to not lock in. The assignable root cause was determined to be due to running the device in the load position damaging the pawls, which was user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the motor device was broken. During in-house engineering evaluation, it was observed that the device would not lock the cutter device. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The complaint description was incomplete in the initial medwatch. It has been updated to state: it was reported that during sterile processing, it was observed that the motor device was broken. During in-house engineering evaluation, it was observed that the device would not lock the cutter device and that the pawls were damaged causing the cutter device to not lock in. It was further determined that this issue was consistent with trying to run the device in the load position damaging the pawls. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.